Event description:
This distributor became aware on september 25, 1997 of an incident that occurred involving a glidewire during a thombolysis procedure. The guidewire reportedly broke off in the patient's arm. The patient was brought to surgery where the wire was successfully removed and an open fistula was performed. There was no patient complications involved. No further details are available with regards to the circumstances surrounding this event.